Manufacturer narrative:
On 02-mar-2020, mentor failure analysis lab received the device for evaluation. Device evaluation summary: according to the information received, the customer experienced a rupture on a breast saline implant. During visual evaluation of the device, two (2) tears (a, b) were located on the posterior view, measuring approximately 1.0 cm (a) and less than 0.1 cm (b). Additionally, a crease within the tear b was noted. During the microscope examination, striations were detected on the edges of the rupture a consistent with a rupture with a sharp instrument perforating silicone material. The evaluation determined that the tear b is consistent with a crease/fold rupture. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Crease/fold rupture is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation primary with a 475cc mentor smooth round moderate profile saline breast implant and experienced postoperative bilateral deflation. As a result, the patient is scheduled to undergo explantation on (B)(6) 2020. This medwatch report is for the right-sided implant.